Manufacturer narrative:
Initial.

Event description:
On 15-apr-2026 the user reported that on (B)(6)2026 they experienced hypoglycemia with a blood glucose of 63 mg/dl. The user was able to treat the low blood glucose by oral glucose without assistance from a caregiver. The user was treated at home and did not require emergency medical services or hospitalization. The user experienced hypoglycemia while using the ilet on (B)(6) 2026. This situation can occur during insulin therapy and is consistent with the reported blood glucose value of 63 mg/dl. The user treated the low glucose with oral carbohydrates. Based on available information, no device malfunction has been identified. The event did not require emergency medical services or hospitalization. If additional information becomes available, a supplemental medical device report will be submitted.